Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope failed to display an image and presented a blank screen during the pre-use inspection. No patients were involved in the incident.